Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump turned off in ht middle of the night because the battery depleted. Customer also stated that she had a doctor's appointment and they tried to download the pump reports but the bolus wizard data was not downloaded. Blood glucose value is unknown. Nothing further reported.